Event description:
The device was used during a colectomy. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.